Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's tremor. It was reported that the patient saw a power on reset (por) message. It was reported that the por is not related to an overdischarge. The patient¿s therapy stopped due to the por. The caller reported that the patient had an x-ray a week prior. Technical service reviewed how to clear the informational por with the patient programmer and the caller was able to do so. The caller turned the patient¿s therapy back on and it was reported that the patient¿s therapy was adequate. The caller stated that after turning on the patient¿s ins the patient¿s tremor went away, but is having some dyskinesia. The caller stated that the dyskinesia is normal because the patient is taking some medications and sometimes this happens when the patient has medication with the stimulator on.

Manufacturer narrative:
Event date corrected to blank, as a single event date was not given. Instead the event date it what was reported in the event description. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.